Event description:
It was reported via repair work order that the slider housing cover is missing which can create a pinch point for the user. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.